Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) had migrated into patient's scrotum. Besides that, the pump was riding high in the scrotum. The pump and balloon were explanted and replaced. No patient complications were reported.